Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The unknown size promus element stent was successfully implanted. The physician attempted to cross the implanted stent to deploy another stent distal to the placed stent. Following stent advancement, it was noted that the proximal edge of the implanted stent was "unformed". The damaged stent was dilated with an unknown nc balloon and the final result looked "fine". No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).